Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (2000 mcg/ml at 1740 mcg/day) via an implantable infusion pump for intractable spasticity. It was reported that "the pump failing without notice" and the healthcare provider (hcp) determined that the cause was that the catheter was blocked, which prevented baclofen from being delivered into his spinal column. The pump was replaced on (B)(6) 2018. The patient reported that he was a day or two from going into baclofen shock. The patient was very concerned. The patient reported that he almost died the weekend prior to (B)(6) 2018. The patient reported that his spasticity was increasing and the hcp kept increasing the dosage and he was not seeing any significant improvements and his spasticity continued to get worse. No further complications were reported.